Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was evaluated for battery performance in 2018. Engineering review of the device data confirmed the battery was depleting normally. In 2020 it was reported in an effortless study clinical form that this device was explanted after reaching elective replacement indicator (eri). While there was no allegation against the longevity of the device, at the device follow-up a long charge time (lc) error code was observed, prompting the device to be replaced the next day. No additional adverse patient effects were reported. No current device data was provided, and the explanted device was not returned for laboratory analysis, so the cause of the lc error code was not determined. A request was made for the local field representative to find out the location of the explanted device. The field representative contacted the hospital and was able to retrieve the explanted device. The device was received and laboratory analysis was completed.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.if information is provided in the future, a supplemental report will be issued.the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of the device memory confirmed the long charge time (lc) error that was observed in august 2020 had been recorded on june 26, 2020 due to a full energy charge taking 33 seconds. Elective replacement indicator (eri) battery status had been declared july 12, 2020. Note the lc error will be triggered when charging to 80j takes somewhere between 20 and 45 seconds. During manual testing, the charge time outs were able to be reproduced. The device case was opened and the battery assembly was isolated from the circuit; an external power source was attached and additional testing was performed. Commanded shocks were delivered and the charge times were one second and eight seconds. Laboratory analysis concluded that the long charge error was due to the device battery being near the end of its life and not due to a device failure. The device had been implanted for 6 years; the minimum expected longevity for this model was 5 years.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was evaluated for battery performance in 2018. Engineering review of the device data confirmed the battery was depleting normally. In 2020 it was reported in an effortless study clinical form that this device was explanted after reaching elective replacement indicator (eri). While there was no allegation against the longevity of the device, at the device follow-up a long charge time (lc) error code was observed, prompting the device to be replaced the next day. No additional adverse patient effects were reported. No current device data was provided, and the explanted device was not returned for laboratory analysis, so the cause of the lc error code was not determined. A request was made for the local field representative to find out the location of the explanted device.